Event description:
While the physician was closing the surgical wound, the skin stapler came apart at the device opening and the staples fell out into the wound. This was the first time the device had been used. The procedure was stopped to retrieve and count all the staples thus causing a delay in the procedure of approximately 10 minutes. All staples were recovered and no untoward effects occurred to the pt. Information regarding this complaint has been forwarded to the outside vendor.